Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Review of the event history log (ehl) showed a travel coarse error. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was due to the drive train. As a result, the drive train was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel coarse error. There was no patient involvement, no patient injury was reported.